Manufacturer narrative:
D2a - simple point-of-care device to detect sar-cov-2 nucleic acid targets from clinical specimens in near-patient settings g4 - this report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. The investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported false positive results with the ID now covid-19 2.0 assay performed on various dates with an unknown sample type. The report addresses patient two (2) of two (2). The customer reported false positive results with the ID now covid-19 2.0 assay performed on (B)(6) 2025 with an unknown sample type. A pcr test was performed and returned a negative result. No further information regarding patient treatment and outcome was provided.

Manufacturer narrative:
D2a - simple point-of-care device to detect sar-cov-2 nucleic acid targets from clinical specimens in near-patient settings. G4 - this report is being filed on an international product, list number 192-000j that has a similar product distributed in the us, list number 192-000. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 000m925228 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000j / lot: 00m925228j, test base part number 192-430 / lot: 000m925228. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 00m925228j showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue; however, a possible assignable root cause can be sample interference.

Event description:
The customer reported false positive results with the ID now covid-19 2.0 assay performed on various dates with an unknown sample type. The report addresses patient two (2) of two (2). The customer reported false positive results with the ID now covid-19 2.0 assay performed on (B)(6) 2025 with an unknown sample type. A pcr test was performed and returned a negative result. No further information regarding patient treatment and outcome was provided.